Event description:
Caller reported a malfunction on the pump, identified by a specific malfunction code. There was no adverse impact on the customer¿s blood glucose level, as it remained below 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the process, and the issue did not recur. The customer continued to use the pump and was advised to contact support if the issue happened again, which they acknowledged and understood.